Manufacturer narrative:
H3: the pump was returned and analysis identified residue and wearing in the motor. The catheter was returned and visual inspection of the sutureless connector (sc) identified damage in the cup of the connector. Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 10000mcg/ml at 3248mcg/day via an implantable pump. It was reported that a replacement was scheduled as a standard replacement. When the reporter spoke with the patient in pre-op, the patient noted that the pump ¿quit¿ a couple times and he didn¿t think it lasted as long as his prior pump. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they read the logs and the pump stalled and then recovered 3 times from august to now. It did recover within 30 minutes each time. The pump was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Event description:
Additional information was received from the patient who reported that the pump had to be replaced because at his refill last month the nurse ran the reports and found that per the reports the pump was turning itself off and he did not have any MRI or do anything that would be turning off the pump, so the pump was replaced because it was shutting itself off. Per the patient, the medication in the pump had not changed that he was aware of and the pump had ¿morphine (3.237 mg/0.135 mg per hour/3.237 mg per day) and clonidine (0.4856 mg/0.0202 mg per hour/0.4856 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.